Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient at the time of the device issue and no harm was reported. (Complaint-(B)(4)) device investigation was completed on 25-aug-2014. Evaluation summary inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service log and findings confirmed the reported complaint of failed no sensor alarms which followed a failed low no cell calibration that returned 2194 low point adc counts, which is above the allowed maximum of 655 counts. A delivery failure (df) preceded the first failed no sensor alarm. During the rsc investigation, the low calibration cleared the alarm. During high calibration, the device monitored 41 ppm of no. The rsc replaced the no cell. There was no log evidence of o2 cell misbehavior. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no cal low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Delivery failure-failed no sensor [device issue]. No adverse event [no adverse event]. Case description: this initial device case report was received on (B)(6) 2014, from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient at the time of the device issue and no harm was reported. On (B)(6) 2014, the rt reported a delivery failure and failed no (nitric oxide) sensor on inomax dsir# (B)(4). The reporter stated that the disposables were replaced, low calibration and no high calibration were performed, but the failure remained. He was unable to confirm when the delivery failure occurred. The patient was placed on a backup device and the backup device functioned as expected. The device was switched out. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation case comment: 15-sep-2014: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00022).